Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 575 cc, catalog number 3501690. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent bilateral breast augmentation primary procedure with saline mentor smooth round moderate profile 575 cc breast implants and experienced deflation on the right breast implant. The deflation was noticed by the patient after a fall when a dog jumped on the patient. The patient fell forward onto a toilet striking her right chest. The deflation was observed by the healthcare professional during the physical exam. The deflation was confirmed by the mammo tomosynthesis screening mammogram on (B)(6) 2018. The implant was not damaged during removal surgery. During inspection of the breast implant it was discovered that it was leaking from a small opening at the edge of the attachment of one end of the leaflet valve cover. As a result, the patient underwent unilateral removal and replacement with a saline mentor smooth round moderate profile 575 cc breast implant, catalog number 3501690, serial (B)(4), lot number 7520403 "03/20/2018." The patient had experienced no complications after the surgery.

Manufacturer narrative:
On 5/8/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Pe discovered a rent at the vulcanization dot. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. At this point is not possible to determine the etiology of the white material found on the device. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/01/18, it was reported to mentor that device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Product evaluation team discovered a rent at the vulcanization dot. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. At this point is not possible to determine the etiology of the white material found on the device. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/01/18, it was reported that product investigation was reopened due to device history record not attached to the product investigation. A duplicate product investigation report has been submitted on 06/05/18. The original product evaluation report has been submitted on 05/09/18. Product investigation completion time is 06/01/18. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device history record (DHR) of lot number 5815241 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).